Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. It should be noted that tffb- devices are distributed via one-device lots. Initial reporter name- customer (person): phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 3b endoleak and thrombus formation were discovered in a zenith flex aaa endovascular graft bifurcated main body following an endovascular aortic aneurysm repair (evar) on an unknown patient. The initial evar procedure was conducted on (B)(6) 2017, in which a tffb-26-96-zt, zsle-20-74-zt and zsle-16-39-zt were implanted. At an unknown date in 2020, CT imaging confirmed aneurysm growth. On (B)(6) 2020, an open procedure was performed to plicate, sew and ligate the aneurysm. During the procedure, thrombus was removed and a type 3b endoleak from two locations were visually confirmed. One endoleak location was sutured by the user, while the other location was considered to be closed spontaneously. No endoleaks were observed following the surgery. In (B)(6) 2022, growth of the aneurysm due to a type 3b endoleak was confirmed again. A type 5 endoleak is also suspected. It is currently being considered whether an open surgery or evar should be conducted for further treatment. Neck anatomy was reported to be a reverse funnel shape. The graft was not altered in any way prior to implantation. Ballooning was done with a coda. Additional information regarding event and patient details has been requested, but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: annex e. Investigation ¿ evaluation. On (B)(6) 2022 a physician at (B)(6) made cook aware of an incident in which a type 3b endoleak was reported with the complaint device zenith flex aaa endovascular graft bifurcated main body following an endovascular aortic aneurysm repair (evar) on an unknown patient. The unknown patient initial evar procedure was conducted on (B)(6) 2017, in which a tffb-26-96-zt, zsle-20-74-zt and zsle-16-39-zt were implanted. At an unknown date in 2020, CT imaging confirmed aneurysm growth. On (B)(6) 2020, an open procedure was performed to plicate, sew and ligate the aneurysm. During the procedure, thrombus was removed and a type 3b endoleak from (B)(4) locations were visually confirmed. (B)(4) endoleak location was sutured by the user, while the other location was considered to be closed spontaneously. No endoleaks were observed following the surgery. In (B)(6) 2022, the type 3b endoleak that spontaneously resolved is considered to be the cause of the growth of the aneurysm. The secondary intervention to treat this type 3b endoleak has not occurred at this time and the patient is still being considered for further treatment. A review of the complaint history, documentation, drawings, quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complainant did not return a complaint device to cook. However, imaging was provide and reviewed by a expert imaging reviewer. The image reviewer noted ¿a type iiib endoleak is not confirmed on the provided imaging. Act performed just after the type iiib endoleaks were reported at surgery demonstrated no endoleak. ¿ but also stated "aneurysm growth between years one and two after the open surgical intervention is confirmed. Given aneurysm shrinkage during the year post surgery, a continuing endoleak should be tiny, intermittent, or both. Growth during the second year could also reflect a new endoleak. " additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions. 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up ¿ the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5 - 20 mm in diameter (measured outer wall to outer wall) is required. These sizing requirements are critical to the performance of the endovascular repair. ¿ key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. 4.4 device selection ¿ strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ appropriate procedural imaging is required to successfully position the zenith flex aaa endovascular graft and assure accurate apposition to the aortic wall. ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. ¿ inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 5 adverse events 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ aortic damage, including perforation, dissection, bleeding, rupture, and death ¿ endoleak ¿ endoprosthesis: improper component placement; component migration 8 patient counseling information ¿ the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death. 11 directions for use anatomical requirements ¿ proximal aortic neck lengths should be a minimum of 15 mm with a diameter measured outer wall to outer wall of 18 ¿ 32 mm. 11.1 bifurcated system 11.1.12 molding balloon insertion 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. Final angiogram 1. Position angiographic catheter just above the levels of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. 12 imaging guidelines and postoperative follow-up 12.1 general ¿ the long-term performance of endovascular grafts with secondary endovascular intervention using additional components has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirements for patient follow-up (described in the instructions for use for the zenith flex aaa endovascular graft) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. 12.6 additional surveillance and treatment additional surveillance and possible treatment is recommended for: ¿ aneurysms with type I endoleak imaging was provided however the reviewer was unable to confirm a type iiib endoleak. The image reviewer noted ¿a type iiib endoleak is not confirmed on the provided imaging. A CT performed just after the type iiib endoleaks were reported at surgery demonstrated no endoleak. ¿ but also stated "aneurysm growth between years one and two after the open surgical intervention is confirmed. Given aneurysm shrinkage during the year post surgery, a continuing endoleak should be tiny, intermittent, or both. Growth during the second year could also reflect a new endoleak. " it is possible the endoleak could be a different type but without further information that cannot be determined. Cook could not establish a definitive cause for this failure mode. It is possible patient anatomy contributed to the endoleak. Endoleak is a known inherent risk of the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 17jun2022 confirmed the date of the open procedure was (B)(6) 2020, not (B)(6) 2020 as was previously reported. Additional information was received on 20jun2022. The patient was administered eliquis for artrial fibrillation since 2018 or 2019, was stopped for open surgery, and resumed after open surgery. Prior to the open surgery, a CT scan could not confirm a type 1, 2, 3, or 4 endoleak. Therefore, the aaa growth was assumed to be due to a type 5 endoleak. On (B)(6) 2020, the patient underwent an open surgery under general anesthesia. No adhesion was confirmed, and the aaa was located below the abdominal wall. The inferior mesenteric artery was noted to be thin, so it was cut by "regation". Using a cautery knife, the aaa was opened and the thrombus inside the aaa was removed. It was confirmed the thrombus was not in the device, but rather in the aaa. The device was not occluded by thrombus. At this point, the previously assumed type 5 endoleak was visually confirmed to be two type 3b endoleaks. One type 3b endoleak was closed by suture and was resolved. The other type 3b endoleak was considered to be closed spontaneously. It was noted there were two type 2 endoleaks from a pair of the lumber arteries in the dorsal side of the aaa, both of them were closed by suture. The dorsal side of the stent graft in the aaa was covered with a fibrin sealant patch. The contralateral limb was also covered with a fibrin sealant patch to prevent a type 3a endoleak as well. The aaa was closed by suture and the procedure was completed. In may of 2022, the type 3b endoleak that spontaneously resolved is considered to be the cause of the growth of the aneurysm. There is no suspected type 5 endoleak. The secondary intervention to treat this type 3b endoleak has not occurred at this time and the patient is still being considered for further treatment.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.